Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer stated that drops had exit the pigtail, however after connecting the infusion set the customer was unable to observed drops. The customer then disconnect and was unable to observe insulin for the pigtail. There was no impact to customer blood glucose level.